Event description:
Reportedly, one day after the implantation procedure, the pacemaker involved in this MDR report showed failure to pace and to sense. The pacemaker was replaced, solving the problem. The physician returned this pacemaker for analysis.

Manufacturer narrative:
Conclusion: the electrical characteristics of the returned unit are within specifications. The inspection of the connector header revealed some damages, which resulted from successive screwing/unscrewing operations. In case the electrical continuity was not ensured, pacing/ sensing anomalies could have been observed.